Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source front panel was blinking. The issue occurred during device maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred because the hinge of the scope socket was stuck inside the socket. However, while the device malfunction was confirmed, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.